Event description:
Procedure type: gastrectomy. According to the reporter: it was an open procedure and the surgeon used a "protective foil". When the surgeon fired the instrument, the foil got caught in the jaws of the instrument. The surgeon was then unable to open the instrument and remove it from the tissue. A clamp was then set on each side of the instrument, and the instrument was cut off of the tissue.